Manufacturer narrative:
Device evaluation: one (1) sample was received from p/n 60pfss40 l/n 3575456. Sample was in used condition. During visual inspection a split was observed on the neck strap. It was also observed that tube was worn and contamination was found inside the tube.the customer reported condition was confirmed. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the smiths medical facility.

Event description:
Information was received that the flange on a smiths medical bivona uncuffed pediatric flextendtm plus straight neck flange tracheostomy tube "was tearing away from the portion that goes into the trachea". No adverse effects were reported.